Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated by liquid from a leaked battery that penetrated and corroded the solder contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Initial reporter occupation is lay user/patient . The meter was requested for investigation.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. When the meter was turned on, the display showed three lower case "r"s in the middle of the screen where the results are displayed. The meter memory was checked and the reporter originally stated a result of 3.5 inr was observed but also stated segments were missing from the results field and the result was not able to be read clearly. The reporter stated the segments of the results field appeared to be grayed out or dimly lit.